Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00205 for product code d160903 (octaray mapping catheter). (2) MFR # 2029046-2024-00206 for product code d134301 (lasso® nav eco variable catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and lasso® nav eco variable catheter. The patient experienced a cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred. Puncture was performed and the coronary sinus catheter was placed through the neck. Brockenbrough was performed. After "ss merge" and pre map were performed in the left atrium (la), hypotensive was found. Drainage was performed. During the drainage, pulmonary vein isolation (pvi) was performed. After only pvi, the ablation was terminated. Prolonged drainage could not stabilize the patient¿s condition very much. The timing was after two hours from the room entry. The patient left the room for a CT scan. The cause was unknown. Physician assessment of the health problem was serious. There were no abnormalities observed before using the product and while using the product. Additional information was received indicating the event occurred during the mapping phase. Transseptal puncture was performed with rf needle. The physician¿s opinion on the cause of this adverse event could not be determined, but it was possibly procedure related. No ablation was performed prior to noting the pericardial effusion. No evidence of a steam pop. No error messages observed on biosense webster, inc. Equipment during the procedure. The outcome of the adverse event was unchanged.

Manufacturer narrative:
Additional information was received on 17-jan-2024 stating both the lasso® nav eco variable catheter and the octaray mapping catheter were used for mapping. The investigation was completed on 26-jan-2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31083166l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).